Manufacturer narrative:
Testing and investigation found that the battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase internal temperature during the charging and discharging processes which could also result in the swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted the device battery was swollen. The device was found in the intensive care unit with a note that stated, damage. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.